Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had damage on the ccd unit and noise was present in the image. The issue was found during inspection for use, prior to the procedure. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to a previously submitted report and to provide the final result of the investigation. Corrected fields: b5, h6 the device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure - damage on charged couple device unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited noisy image. There was no patient involvement.